Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using the gastrointestinal videoscope, the insertion tube was bitten. The device was returned for evaluation. During the device evaluation, the forceps channel had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found channel tube had foreign objects, water tightness was lost due to pinhole on bending section cover, bending angle in up direction did not meet the standard value due to wear of angle wire, bending section cover had a cut, adhesive on bending section cover had a chip and white clouded area, switch one had a cut, adhesives around objective lens and light guide lens had white-clouded area, adhesives around light guide lens was peeled, plastic distal end cover had a scratch, protector of universal cord on suction connector side had a scratch, universal cord had a dent and scratch, and connecting tube had a scratch, buckling, and wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.